Event description:
Customer reportedly received the following results on the advantage system within 10 minutes: 233 mg/dl and 45 mg/dl. Customer was feeling hypoglycemic symptoms with the readings and drank some juice and ate a turkey sandwich on her own. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
It was reported that during a nephrectomy procedure, the surgeon was about to take the hilum in the procedure when he closed the closing trigger then the firing trigger and then the gun jammed and the surgeon couldn't reopen the device. Another like device was used to complete the procedure. Surgery was prolonged fifteen minutes. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Spring cartridge lockout tab the analysis showed that the (B)(4) device was received in good visual condition and with a reload loaded in the device. The reload was received partially fired and with the reload lock out spring damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The returned device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were note to have the proper b-formed shape. The device opened and closed without any difficulties noted. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional followup: the device was not reprocessed. Once another device was fired right beside the failing device both devices were removed. No tissue damage was experienced. No other cartridges were used before this initial firing. No buttressing material was used in this case. The instrument wasn't fired across or near an existing staple line or clip. There were no noises heard. No reported differences with firing, higher or lower. No once the closing trigger had been closed and (B)(6) went to fire the device this is where the device jammed. Once (B)(6) was able to use another device alongside the failing product he was able to remove both devices.